Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this 29 mm mitral annuloplasty ring, it was explanted and replaced with a 27 mm bioprosthetic valve. The reason for explant is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the annuloplasty ring was not sutured into the patient, and that prior to placing the ring, the surgeon decided that the valve needed to be fully replaced instead. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.